Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and the pump was not charging. The customer's blood glucose was 210 mg/dl. During troubleshooting customer was able to charge pump and customer continued to use the pump for insulin therapy.